Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effect; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(6).

Event description:
This event is from a literature review identifying proglide devices that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: access site related vascular complications with third generation transcatheter heart valve systems.